Event description:
On b)(6), 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported the pt's external iliac arteries were calcified and stenosed. The pt tolerated the procedure with no adverse event. On b)(6) 2009, the pt presented with numbness in a lower extremity. The physician diagnosed the pt's condition as monoplegia reportedly due to thrombosis. The physician started the pt on rehabilitation. On b)(6) 2012, a three year follow-up indicated that the pt's condition remained unchanged. It was reported the pt continued with rehabilitation. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.